Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a little deformation was found in the tip of the catheter before use.

Manufacturer narrative:
The reported event was unconfirmed since the device meets specifications. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. An amber 2 way foley catheter was returned opened without original packaging. The tip of the catheter was noted to be have a bulb. Olive coude foleys are intended have a bulb. Per moncks quality engineering, catheter does meet specification. The catheter did meet specifications per the functional leak testing, which states to inspect for "bent/distorted tip". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed as the reported event was unconfirmed. Corrections: d, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that a little deformation was found in the tip of the catheter before use.